Event description:
After the procedure, the surgeon pointed out some superficial burns on the patient's throat. This product was discarded at the hospital. No additional patient information was provided.

Manufacturer narrative:
Since no lot number was provided, the device history record could not be reviewed.